Event description:
The 75% stenosed target lesion was located in the moderately tortuous, non-calcified proximal left circumflex (lcx). The 4.00x20mm veriflex stent was advanced to the lcx but was unable to cross the lesion. The physician attempted to remove the device in order to predilate the lesion; however, during withdrawal attempts the stent became stuck on the distal tip of the non bsc guide catheter and the stent dislodged from the stent delivery system (sds) in the left main (lm). The physician used the sds to push the dislodged stent to the ostium of the proximal lcx and the stent was successfully deployed. A 3.5x12mm veriflex stent was then implanted in the proximal lcx, overlapping the veriflex stent. The procedure was successfully completed with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous, non-calcified proximal left circumflex (lcx). The 4.00x20mm veriflex stent was advanced to the lcx, but was unable to cross the lesion. The physician attempted to remove the device in order to predilate the lesion; however, during withdrawal attempts the stent became stuck on the distal tip of the non bsc guide catheter and the stent dislodged from the stent delivery system (sds) in the left main (lm). The physician used the sds to push the dislodged stent to the ostium of the proximal lcx and the stent was successfully deployed. A 3.5x12mm veriflex stent was then implanted in the proximal lcx, overlapping the veriflex stent. The procedure was successfully completed with no patient complications reported. The patient¿s current condition is listed as ¿good¿.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery device was received for analysis. The stent was detached from the balloon and was not returned for analysis. There was a clear impression along the balloon of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).